Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected e70 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer was blousing and she got a motor error and a motor position encoder alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer cleared the alarm and did the bolus again and after it was done it stated motor error alarm. The insulin pump was not exposed to strong magnetic field. Customer was able to complete insulin pump rewind. Customer stated that drive support cap was normal. The device will be returned for analysis.